Event description:
As reported, during an unknown procedure, arita ah was used on the vaginal cuff and residual material was not removed after hemostasis was achieved. As reported, the patient developed with vaginal cuff abscess. It was also reported that patient is presented to the emergency department visits on several occasions and the patient is doing well at this time.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, patient developed vaginal cuff abscess post usage of arista ah. Also reported is that the residual arista ah material was not removed from the surgical site following application as instructed in the instructions-for-use (IFU). The warning section of the IFU states, "once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the information available. Device not returned.